Event description:
The patient was a (B)(6) year-old male who tested negative by the proflu+ assay. One week after negative testing, the patient expired. The sample was re-tested by the (B)(6) public health and was positive for ia/h3. Another sample taken from the patient one week prior to the negative proflu+ assay, tested positive on the proflu+ assay though it is unclear if this sample was used in the patient's clinical evaluation. False negative values may be the result of improper collection, transport, or handling of specimens as well as procedural errors, amplification inhibitors in specimens, or inadequate numbers of organisms for amplification. Because an earlier specimen tested positive with the proflu+, it is apparent that the viral strain was detectable with the hologic assay and is unlikely the cause of a false positive test.